Manufacturer narrative:
The device evaluation also found a crack on focus ring and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that when connecting the 4k camera head to the cv, there was a message stating not registering. During the evaluation of the returned device, it was determined there was no image on the screen due to a faulty cable. No reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the images were not displayed because the video communication could not be transmitted to the processor because of the cable damage. There were no issues at the time of shipping. It was likely like the damage in the cable was caused by user operation/bad maintenance. The instructions for use (IFU) provides the following guidelines: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.